Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose over 600 mg/dl associated with ¿insulin problems with the pump¿. The reporter indicated not feeling that the insulin ¿wizard¿ on the pump was truly better. This report is made based on the allegation that the patient experienced hyperglycemia associated with an issue with the insulin delivery on the pump.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.